Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced a high blood glucose of 444 mg/dl. The customer stated they did not have any symptoms of high blood glucose. Customer treated their blood glucose with the insulin pump. Troubleshooting was not completed as the customer declined to check for any presence of leaks or air bubbles. Customer was disconnected from the call before further information was collected. No additional information provided.